Manufacturer narrative:
This report is submitted on september 18, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patent experienced poor performance with device use; however the issue could not be resolved. There are plans to explant the device and to reimplant the patient with a new device; however, this has not occurred as of the date of this report, (B)(6) 2017.

Manufacturer narrative:
Correction: correct device serial # (B)(4) not (B)(4) as previously reported. The device was explanted (B)(6) 2017.